Manufacturer narrative:
Implant date: implanted in 2009.

Event description:
It was reported that the patient was implanted with an advance sling. The sling was removed due to infection and the patient was implanted with an alternative continence device. No additional patient complications have been reported in relation to this event.